Event description:
The customer reported that the left monitor had no image. The system operates as intended.

Manufacturer narrative:
(B) (4). The ge service rep replaced the left monitor. The system operates as intended.